Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2025, sensonics received a complaint where a user reported sensor inaccuracies while using the system. The user provided the following examples: (B)(6) 2025 at 08:00 am: · bg: 124 mg/dl / sg: 145 mg/dl. · bg: 142 mg/dl / sg: 175 mg/dl. · bg: 152 mg/dl / sg: 193 mg/dl. A review of the provided data and system performance indicated some variation in the sensor values. Next-level support advised the user to allow the system a few more days to adjust and to enter additional calibrations as prompted. A review of dms reveled instances where the user calibrated after exercise, as recorded in the event logs. The user was informed that exercise may cause glucose to change more rapidly than usual, which is outlined in the user guide. The user was recommended to continue entering events such as treatment, meals, and exercise to track the impact of these events on glucose levels. On (B)(6) 2025, the user contacted support again, stating that the sensor readings remained highly inaccurate despite following the previous guidance. The user also stated that they do not typically exercise before calibrating, contradicting the earlier observations from the event logs. The user provided additional examples from (B)(6) 2025: · (B)(6) 2025: · bg: 134 mg/dl / sg: 204 mg/dl. · bg: 122 mg/dl / sg: 168 mg/dl. · bg: 141 mg/dl / sg: 208 mg/dl. The case has been re-escalated to next-level support for further review and resolution.

Manufacturer narrative:
A user reported significant differences between their sensor glucose (sg) readings and blood glucose (bg) values, with discrepancies of almost 50 points. The user was educated about the lag between bg and sg readings and the early days of sensor use. Despite this, the issue was not resolved through the explanation of the system. A diagnostic upload (du) was requested and completed, and the case was escalated for further assistance.on january 29, 2025, the next level of support reviewed the system and observed variations in sensor values. They recommended allowing the system a few more days to adjust and entering additional calibrations as requested. The user accepted this information but still had doubts about the accuracy of the readings. Further review on january 31, 2025, indicated that bg values entered as calibrations continued to fit glucose trends well. Differences observed could be explained by lag and adjustments based on calibration values entered. The user was advised to continue using the system and enter events such as treatment, meals, and exercise to track their impact on glucose levels.the user called back on january 31, 2025, expressing dissatisfaction with the sensor readings and provided more recent examples of discrepancies. They mentioned considering switching back to dexcom and had filed a report with the FDA about the inaccuracies. The case was re-escalated, and the territory manager confirmed that the user was a commercial airline pilot, and the inaccuracies were putting his job at risk.on february 1, 2025, the next level of support suggested monitoring the system and having a call with someone from engineering to discuss the case. The user agreed to continue using the system and enter daily calibrations as needed. Management spoke to the user, who reported improved sensor response during a bike ride but noted some issues with stability. B4.date of this report 25 april 2025. G3.date received by the manufacturer? 25 april 2025. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 22.